Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to cystocele and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a robotically assisted hysterectomy with bso, sacrocolposuspension, and insertion of unknown vaginal mesh on (B)(6) 2012 due to pop, sui, cystocele and rectocele. It was also reported that the patient underwent bilateral sacrospinous ligament suspension and anterior repair on (B)(6) 2014 due to cystocele and sui. No additional information was provided. (B)(4).